Manufacturer narrative:
The team returned the data logs and the pump product for investigation. The logs revealed the support/case was four hours in length. The data logs did reveal position and suction alarms. The data logs, along with the clinical account, point to the administered CPR being the root cause of the ventricular perforation. The returned pump was largely intact, but with a slight deformation/bend in the pigtail, indicating interaction with, most likely, the left ventricular wall. Despite requests, the imaging of the procedure was not shared for analysis. The root cause of the ventricular perforation was most likely the administered CPR, but cannot be definitively determined. No corrective action is recommended at this time as the root cause was unable to be definitively determined. Internal reference: (B)(4).

Event description:
A patient was admitted in shock and as she decompensated, the team placed two impella, for both right and left heart support. The impella cp was placed to the left ventricle, and the rp to the right heart. During the rp placement the patient coded and CPR was administered. Due to concern of a pericardial effusion, the patient was sent to the operating room. While in the or the team observed that the cp had perforated the heart wall of the left ventricle. The perforation was repaired and the bleed stopped.